Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are tobe handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 16-aug-2018 arjo received an information indicating that during patient transfer with the use of arjo maxi move passive floor lift, the device's lifting arm made a sudden downward movement. After the event arjo service technician evaluated the claimed device. The visual inspection showed that the lift had signs of white paint on the lifting arm and has a dent in front of the cover. The functional test revealed that the device was not working as intended- the lift actuator moved down slowly by itself when the weight was applied and no function was activated. The service technician observed that the emergency stop and anti-crush (safety features allowing to stop any unintended movement of the maxi move) were unable to stop unintended device movement. The service technician identified that faulty actuator caused unintended movement of the device. Claimed lift has been in use for above 11 years. The complaints history was reviewed for this specific device and no records of actuator replacement or repair. According to the IFU for maxi move (04.km.00_1gb) "the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture." Looking at the incident scenario it has been established that maxi move passive floor lift was used by the caregiver and played a passive role in this incident. The device moved unintentionally during the resident transfer, and from that perspective, the floor lit device was not according to its technical specification. No adverse event occurred. The complaint decided to be reportable as design feature did not protect against a sudden movement of the device's lifting arm.

Event description:
On 16 -aug-2018 arjo received an information indicating that during patient transfer with the use of arjo maxi move passive floor lift, the device's lifting arm made a sudden downward movement.